Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that "the" they were hospitalized due to diabetic ketoacidosis as well as urinary tract infection on (B)(6) 2018. The "customer" blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 179 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and abdominal pain. The customer was declined to troubleshoot for high blood glucose value as they stated it was due to urinary tack infection. The customer was treated with intravenous insulin. Customer stated that the insulin pump was giving them the alarms and it was going too high and for that insulin pump to control and needed to got intravenous therapy so they went to the hospital. The device will not be returned for analysis.